Event description:
Customer's wife reported an incident of hypoglycemia requiring treatment by layperson at a time when she attempted to use and was unable to use the compact plus system due to error within specifications. A request was made for the return of the system and a replacement was sent.